Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
An anchor placed in line with glenoid pilot hole and impacted using standard force. The anchor was completely seated and inserter was being removed when one narrow piece of metal became completely detached and had to be recovered using grasper. The anchor was able to be successfully implanted. No patient injury or other complications were reported.